Event description:
Report rec'd of an over-delivery of heparin. The pump was programmed to deliver an unspecified volume and concentration of heparin at 9.5 ml/hr on the primary line. Reportedly, the entire bag of heparin was delivered to the pt in 1-2 hours. At an unspecified time, the heparin infusion was turned off for a "therapeutic hold". While the heparin was off, the pt rec'd a gentamicin piggyback through the pump. The rate of this piggyback infusion was not specified. The heparin was resumed after the 6-hour "therapeutic hold" was completed. The customer contact reported that they think that when the heparin was resumed, the pump was not reprogrammed and the heparin was resumed using the gentamicin infusion rate. When the heparin was found completely infused, the infusion rate on the pump was 95ml/hour. The pt's ptt level was reported to be elevated, but the pt did not experience any bleeding events or complications. Repeat ptt levels were drawn, but no specific levels were reported. No medical interventions were required for the pt. Though requested, there was no add'l info available.